Manufacturer narrative:
Based on the claim against the product by the customer noting there was an m-02 error on the erbe and the ground pad would not turn green, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) (part no: 951300-03, serial no: (B)(4)) in accordance with isi procedures to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and reported failure (erbe error m-02-3 and ground pad will not turn green) was confirmed and reproduced. The iesu was placed on an in-house system and was run in normal mode. The ground pad would not turn green. The probable root cause of there was an m-02 error on the erbe and the ground pad would not turn green is attributed to component failure or the erbe. This complaint is considered a reportable event due to the following conclusion: although the customer did not abort/convert after the start of the procedure due to an erbe m-02 error and ground pad would not turn, the issue was reproduced by the field service engineer (fse) and failure analysis (fa) investigation. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer called the technical service engineer (tse) and stated that there was an m-02 error on the erbe and the ground pad would not turn green. The customer cleaned the patient ground pad location with no change and then, unplugged the erbe power cord and plugged it back in. The ground pad then turned green, but they still had a m-02 code. The customer stated that they had the m-02 code the previous day as well, but it did not prevent energy activation. The procedure was completing as planned with no reported injury. An attempt has been made to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.